Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's stimulation was turning off intermittently. The patient reported that the implantable neurostimulator (ins) was not depleting and the ins was normally at least 50% charged. The caller stated that the issue has been occurring for the past several months. Initially they thought that the patient was mistakenly turning the ins off with the patient controller. The caller indicated that the patient claims they have not been using the patient remote recently and the issue continued. Additional information was received from the manufacturer's representative (rep) confirmed by the physician that the cause of the stimulation turning off intermittently was not determined. Actions taken to resolve the issue was to have the patient charge more frequently and it was reported that so far it was working okay.